Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic') and seizure ('seizures') in an adult female patient who had essure (batch no. D01968, d13377) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included urinary calculus, perineal pain, lower abdominal pain, bloating, vaginal discharge, nephrolithiasis, flank pain, anorexia, toothache, acute respiratory tract infection, hematochezia, colonic polyp, internal hemorrhoids, colitis, inflammatory bowel disease, rectal bleeding, change in bowel habits, defecation urgency, diarrhea and cervical dysplasia. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (provera) and tramadol since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental probs"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), metrorrhagia ("menorrhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), abdominal distension ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condit /prob"), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), migraine ("migraines / headaches") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral); hysterectomy (partial)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, abdominal distension, alopecia, vaginal haemorrhage and back pain had resolved, the depression, fatigue, tooth loss, hormone level abnormal, nausea, nervous system disorder, seizure and visual impairment outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016, (B)(6) 2016 discrepancy noted in removal date- (B)(6) 2017, (B)(6) 2018 the plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection. The coils were deployed and there were 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2017: essure confirmation test(s) (unspecified) result- unknown; on (B)(6) 2017: bilateral occlusion. Pathology test - on (B)(6) 2018: 1. Random colon bx r/o ibd: colonic mucosa focal cryptitis, neutrophils in the lamnia propria without evidence of chronicity, negative for granulomas or dysplasia. 2. Sigmoid colon polyp: hyperplastic polyp with lymphoid hyperplasia. Concerning the injures reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, vaginal haemorrhage, nausea and dyspareunia. Batch no.: d01968, production date: 2014-08-21, expiration date: 2017-08-31. Batch no.: d13377, production date: 2014-09-23, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events vaginal hemorrhage and back pain was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic'), genital haemorrhage ('general. Abnormal. Bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. D01968, d13377) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included urinary calculus, perineal pain, lower abdominal pain, bloating, vaginal discharge, nephrolithiasis, flank pain, anorexia, toothache, acute respiratory tract infection, hematochezia, colonic polyp, internal hemorrhoids, colitis, inflammatory bowel disease, rectal bleeding, change in bowel habits, defecation urgency, diarrhea and cervical dysplasia. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), nausea ("nausea"), nervous system disorder ("nuero condition /prob"), seizure (seriousness criterion medically significant) and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral); hysterectomy (partial)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia and urinary tract infection had resolved and the depression, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, seizure, visual impairment and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2016 discrepancy noted in removal date- (B)(6)2017. The plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection. The coils were deployed and there were 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6)2017: essure confirmation test(s) (unspecified) result- unknown; on (B)(6)2017: bilateral occlusion. Pathology test - on (B)(6)2018: 1. Random colon bx r/o ibd: colonic mucosa focal cryptitis, neutrophils in the lamnia propria without evidence of chronicity, negative for granulomas or dysplasia. 2. Sigmoid colon polyp: hyperplastic polyp with lymphoid hyperplasia.. Concerning the injures reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, vaginal haemorrhage, nausea and dyspareunia. Batch no d01968. Production date 2014-08-21, expiration date 2017-08-31. Batch no d13377. Production date 2014-09-23, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic'), genital haemorrhage ('general. Abnormal. Bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), nausea ("nausea"), nervous system disorder ("nuero condit /prob"), seizure (seriousness criterion medically significant) and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral); hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia and urinary tract infection had resolved and the psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, seizure and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016. Discrepancy noted in removal date- (B)(6) 2017. The plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified). Result- unknown; on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : product indication updated. Events added- dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, seizure, visual impairment. Lab details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic') and seizure ('seizures') in an adult female patient who had essure (batch no. D01968, d13377) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included urinary calculus, perineal pain, lower abdominal pain, bloating, vaginal discharge, nephrolithiasis, flank pain, anorexia, toothache, acute respiratory tract infection, hematochezia, colonic polyp, internal hemorrhoids, colitis, inflammatory bowel disease, rectal bleeding, change in bowel habits, defecation urgency, diarrhea and cervical dysplasia. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (provera) and tramadol since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental probs"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), abdominal distension ("gi conditions"), nausea ("nausea"), nervous system disorder ("nuero condit /prob"), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), migraine ("migraines / headaches") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral); hysterectomy (partial)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, abdominal distension, alopecia, vaginal haemorrhage and back pain had resolved, the depression, fatigue, tooth loss, hormone level abnormal, nausea, nervous system disorder, seizure and visual impairment outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016. Discrepancy noted in removal date- (B)(6) 2017, (B)(6) 2018. The plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection. The coils were deployed and there were 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2017: essure confirmation test(s) (unspecified). Result- unknown; on (B)(6) 2017: bilateral occlusion. Pathology test - on (B)(6) 2018: 1. Random colon bx r/o ibd: colonic mucosa focal cryptitis, neutrophils in the lamnia propria without evidence of chronicity, negative for granulomas or dysplasia. 2. Sigmoid colon polyp: hyperplastic polyp with lymphoid hyperplasia. Concerning the injures reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, vaginal haemorrhage, nausea and dyspareunia. Batch no: d01968. Production date: 2014-08-21, expiration date: 2017-08-31. Batch no: d13377. Production date: 2014-09-23, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic') and seizure ('seizures') in an adult female patient who had essure (batch no. D01968, d13377) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included urinary calculus, perineal pain, lower abdominal pain, bloating, vaginal discharge, nephrolithiasis, flank pain, anorexia, toothache, acute respiratory tract infection, hematochezia, colonic polyp, internal hemorrhoids, colitis, inflammatory bowel disease, rectal bleeding, change in bowel habits, defecation urgency, diarrhea and cervical dysplasia. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (provera) and tramadol since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental probs"). On an unknown date, the patient experienced genital hemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), abdominal distension ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condit /prob"), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), migraine ("migraines / headaches") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral); hysterectomy (partial). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, abdominal distension, alopecia, vaginal hemorrhage and back pain had resolved, the depression, fatigue, tooth loss, hormone level abnormal, nausea, nervous system disorder, seizure and visual impairment outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, genital hemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, vaginal hemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016, (B)(6) 2016. Discrepancy noted in removal date- (B)(6) 2017, (B)(6) 2018. The plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection. The coils were deployed and there were 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2017: essure confirmation test(s) (unspecified). Result- unknown; on (B)(6) 2017: bilateral occlusion. Pathology test - on (B)(6) 2018: 1. Random colon bx r/o ibd: colonic mucosa focal cryptitis, neutrophils in the lamnia propria without evidence of chronicity, negative for granulomas or dysplasia. 2. Sigmoid colon polyp: hyperplastic polyp with lymphoid hyperplasia.. Concerning the injures reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, vaginal haemorrhage, nausea and dyspareunia. Batch no d01968. Production date 2014-08-21. Expiration date 2017-08-31. Batch no d13377. Production date 2014-09-2. Expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events vaginal hemorrhage and back pain was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic') and seizure ('seizures') in an adult female patient who had essure (batch no. D01968, d13377) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included urinary calculus, perineal pain, lower abdominal pain, bloating, vaginal discharge, nephrolithiasis, flank pain, anorexia, toothache, acute respiratory tract infection, hematochezia, colonic polyp, internal hemorrhoids, colitis, inflammatory bowel disease, rectal bleeding, change in bowel habits, defecation urgency, diarrhea and cervical dysplasia. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (provera) and tramadol since april 2016. On (B)(6) 2016, the patient had essure inserted. In september 2016, the patient was found to have weight increased ("weight gain"). In october 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2017, the patient experienced alopecia ("hair loss"). In august 2017, the patient experienced tooth loss ("dental probs"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), abdominal distension ("gi conditions"), nausea ("nausea"), nervous system disorder ("nuero condit /prob"), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), migraine ("migraines / headaches") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral); hysterectomy (partial)). Essure was removed in november 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, abdominal distension and alopecia had resolved, the depression, fatigue, tooth loss, hormone level abnormal, nausea, nervous system disorder, seizure, visual impairment, vaginal haemorrhage and back pain outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016, feb-2016 discrepancy noted in removal date- (B)(6) 2017 the plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection. The coils were deployed and there were 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6)2017: essure confirmation test(s) (unspecified) result- unknown; on (B)(6) 2017: bilateral occlusion. Pathology test - on (B)(6) 2018: 1. Random colon bx r/o ibd: colonic mucosa focal cryptitis, neutrophils in the lamina propria without evidence of chronicity, negative for granulomas or dysplasia. 2. Sigmoid colon polyp: hyperplastic polyp with lymphoid hyperplasia.. Concerning the injures reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, vaginal haemorrhage, nausea and dyspareunia. Batch no d01968 production date 2014-08-21 expiration date 2017-08-31 . Batch no d13377 production date 2014-09-23 expiration date 2017-09-28 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event back pain, migraine was added. Event tooth disorder & gi disorder updated to event teeth falling & abdominal distension. Event outcome updated. Concomitant drug added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic'), genital haemorrhage ('general. Abnormal. Bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. D01968, d13377) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included urinary calculus, perineal pain, lower abdominal pain, bloating, vaginal discharge, nephrolithiasis, flank pain, anorexia, toothache, acute respiratory tract infection, hematochezia, colonic polyp, internal hemorrhoids, colitis, inflammatory bowel disease, rectal bleeding, change in bowel habits, defecation urgency, diarrhea and cervical dysplasia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), nausea ("nausea"), nervous system disorder ("nuero condit /prob"), seizure (seriousness criterion medically significant) and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral); hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia and urinary tract infection had resolved and the depression, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, seizure, visual impairment and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016 discrepancy noted in removal date- (B)(6) 2017 the plantiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection. The coils were deployed and there were 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6)2017: essure confirmation test(s) (unspecified) result- unknown; on (B)(6) 2017: bilateral occlusion. Pathology test - on (B)(6) 2018: 1. Random colon bx r/o ibd: colonic mucosa focal cryptitis, neutrophils in the lamnia propria without evidence of chronicity, negative for granulomas or dysplasia. 2. Sigmoid colon polyp: hyperplastic polyp with lymphoid hyperplasia. Concerning the injures reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, vaginal haemorrhage, nausea and dyspareunia. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and medical record received. Essure lot number added. Event clubbed and pt term updated: psych injury/depression. Events added: abnormal bleeding (vaginal) and mental anguish. Reporters, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain/ pain pelvic') and seizure ('seizures') in an adult female patient who had essure (batch no. D01968, d13377) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included urinary calculus, perineal pain, lower abdominal pain, bloating, vaginal discharge, nephrolithiasis, flank pain, anorexia, toothache, acute respiratory tract infection, hematochezia, colonic polyp, internal hemorrhoids, colitis, inflammatory bowel disease, rectal bleeding, change in bowel habits, defecation urgency, diarrhea and cervical dysplasia. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (provera) and tramadol since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental probs"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), fatigue ("fatigue"), abdominal distension ("gi conditions"), nausea ("nausea"), nervous system disorder ("nuero condit /prob"), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), migraine ("migraines / headaches") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral); hysterectomy (partial)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, abdominal distension, alopecia, vaginal haemorrhage and back pain had resolved, the depression, fatigue, tooth loss, hormone level abnormal, nausea, nervous system disorder, seizure and visual impairment outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016, (B)(6) 016 discrepancy noted in removal date- (B)(6) 2017, (B)(6) 2018. The plantiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection. The coils were deployed and there were 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2017: essure confirmation test(s) (unspecified) result- unknown; on (B)(6) 2017: bilateral occlusion.pathology test - on (B)(6) 2018: 1. Random colon bx r/o ibd: colonic mucosa focal cryptitis, neutrophils in the lamnia propria without evidence of chronicity, negative for granulomas or dysplasia. 2. Sigmoid colon polyp: hyperplastic polyp with lymphoid hyperplasia.. Concerning the injures reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain, vaginal haemorrhage, nausea and dyspareunia.batch no d01968: production date, 2014-08-21, expiration date 2017-08-31. Batch no d13377: production date, 2014-09-23, expiration date 2017-09-28 .quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events vaginal hemorrhage and back pain was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic pain') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), headache ("headaches"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, weight increased, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, headache, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Imaging procedure on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: following events were added : abdominal pain, general. Abnormal. Bleeding, psych injury, bladder/urinary problems, headaches, weight gain. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.